Event description:
Reportedly, on (B)(6) 2014, the device could not be interrogated post implantation with 3 different programmers. It should be noted that cautery was used at beginning of the procedure as well as at the end. The device was then replaced and could not be interrogated outside of the pocket. The device will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the device could not be interrogated post implantation with 3 different programmers. It should be noted that cautery was used at beginning of the procedure as well as at the end. The device was then replaced and could not be interrogated outside of the pocket. The device will be returned for analysis.